Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Reportedly, customer began vomiting, experienced elevated blood glucose levels, and diabetic ketoacidosis. Customer stated she may have began vomiting due to something she ate. Customer was treated through insulin drip and fluids, and released form the hospital on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.